Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found the device in used condition. A review of the event history log revealed high alarms: downstream occlusion, and cassette not attached properly, and recorded error too many times. Functional testing was able to duplicate the reported problem. Intermittent cassette not attached alarms when latch cassette to prime. It was determined that the downstream occlusion sensor was the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the intermittent cassette not attached properly and downstream occlusion alarms. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited cassette malfunctions. The customer returned the product for cassette malfunction, and during inspection it was found that there was intermittent cassette not attached properly and downstream occlusion alarms when latch cassette used to prime. There was unknown patient involvement.